Manufacturer narrative:
On june 26, 2013 a call from dns team leader, (B)(6) was received by our customer interaction center to ask if aquacel ribbon can be left in a wound to reabsorb. In the course of the conversation she explained that she is dealing with a complaint from a patient regarding aquacel ribbon which was left in a wound in 2010. The patient - female approx 50 years had a history of steroid injections to her coccyx which became infected resulting in surgical removal of part of her coccyx in (B)(6) 2010. The wound was for the most part closed with 30 sutures in the shape of an arc across the buttocks and coccyx but with an open area in the centre of the suture line (over the coccyx) healing by secondary intent. This open area was 3 to 5 cm deep and had a small closing aperture through which the wound was packed by the district nurses for a period of a approx. A month with aquacel ribbon. The patient was readmitted to hospital because of infection on (B)(6) 2010 and taken to theatre where the wound was surgically opened and the surgeon removed a quantity of dressing product from the wound thought to be aquacel ribbon. Product pack inserts, product guidelines and information regarding hydrofiber were sent and explained that the product is not designed to be left in a wound long term. This is deemed a serious injury on account of the surgical wound infection and because it required a surgical procedure to remove the dressing product. The quantity removed was not stated. No other details are known at this time. We have requested further information from the user facility. However, no additional information has been received. Reported to the FDA on (B)(4) 2013.

Event description:
Dressing left in wound.